Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, a6, b3, d4, h4, h6.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown, "hardening" and "rippling." Device remains implanted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown, "hardening" and "rippling." Device has been explanted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown, "hardening" and "rippling." Device remains implanted.

Manufacturer narrative:
Initial reporter phone: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown